Event description:
Customer stated, "she heard a pop and then she smelled something like smoke." The product has not been returned for investigation. The customer stated that they threw away their pad before calling us. Customer did not provide lot number as well. The customer did not claim any injury. The customer did mention that the pad was more than 5 years old. Without the product or lot number, bce cannot make any further determinations.